Event description:
Device 1 of 3. Reference MFR. Report #1627487-2015-06530 and 1627487-2015-06531. Additional information received identified the patient's infection has not healed, and as a result, surgical intervention is planned for a later date to address the issue.

Event description:
Device 1 of 3: reference MFR. Report #1627487-2015-06530 and 1627487-2015-06531. Additional information received identified surgical intervention previously took place on (B)(6) 2016 at which time the patient's entire scs system was explanted.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR. Report #1627487-2015-06530 and 1627487-2015-06531. It was reported the patient had an infection near her scs lead coil site. Cultures taken confirmed the patient had a (B)(6) infection. The patient was taken into the operating room at which time the physician cleaned out the patient's incision site. The patient was prescribed oral antibiotics and will follow up with her physician to determine any additional steps that will be taken to address the issue. The patient has two model 1192 anchors from the same lot implanted as part of her scs system.